Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited high impedance and an alert was triggered. The patient presented in clinic on (B)(6) 2019 for device interrogation and high impedance was confirmed. Conductor fracture was suspected. Phrenic nerve stimulation was also observed. Programming changes were made. Patient's condition was stable post programming changes.